Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system didn't startup intermittently. The philips engineer suggested service, but quote was cancelled by the customer and no service has been provided from the philips. No further action was performed by philips. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device was intermittently not starting up. No harm to the patient or user was reported. Philips has started an investigation of this complaint.